Event description:
Patient had a lesion in her obtuse marginal (om) artery. Medical doctor prepared the lesion with a balloon. Afterwards inflating a stent, the stent didn't fully expand in the middle, and when we deflated the stent balloon and tried retracting it back into the guide catheter, it wouldn't move. We tried deflating the stent balloon again but it was still stuck. Md pulled harder to get the balloon out, and it unsheathed a large portion of the shaft to the device leaving both the stent balloon and the device shaft in the vessel hanging all the way out into the aorta. We attempted to rewire the vessel and get other balloons or snaring devices to free the balloon and shaft but were unsuccessful. We ended up stenting down the left main into the proximal left anterior descending artery and another stent down the circumflex to protect the main vessels. Manufacturer response for coronary drug-eluting stent, synergy¿ xd (per site reporter) waiting for them to complete their investigation and send the results.